Manufacturer narrative:
The system was serviced in the field. The power converter and power tray were replaced. The power converter was returned and analyzed. The failure was confirmed. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed and were shorted. The power tray was returned and analyzed. No failure was found. The fuses tested good and the test system powered on and readied multiple times. 2d and 3d images were taken and motion calibration was successful. Other relevant device(s) are: product ID: b i71000176r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the fans on the system turn on when the system is powered off. This issue was discovered during planned maintenance (pm), and there was no patient involvement.